Manufacturer narrative:
The insulin pump had missing segments/partial display due to moisture damage on the lcd board. Moisture damage was found on the electronics as well. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump has a partial display and was making a high pitch noise. The customer stated that she wore the device in the water. Blood glucose value was 135 mg/dl. She was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.